Manufacturer narrative:
(B)(4). Date sent: 05/02/2023. Batch #unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Diverticulitis does the surgeon believe that the ethicon cdh29p device caused or contributed to the 10-day post-op leak or were there other contributing factors? Could have been other factors but can¿t figure out what is the surgeon that performed the original procedure the same surgeon that performed the re-operation? Or was it a different surgeon for each procedure? Same surgeon, different partners firing the device was the drain placed in the original procedure? Yes did the patient receive any preoperative chemotherapy or radiation? No what is the surgeon¿s experience with this device? Positive, uses it at other campus with no problems where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle to low b were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Yes was the green checkmark visible at the end of the firing? Yes as the surgeon spun the knob to open all the way, did this cause any difficulty with removing the device? Surgeon firing stapler opens knob all the way and removes was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? Yes fully intact were there any issues noted with staple formation? No, leak test showed clean lines what is the current patient status? Stable home and recovering.

Event description:
It was reported that after lar procedure the surgeon noticed in post-op CT scan that patient had an anastomotic leak, where there were no staples on the distal side of the anastomoses. Followed up with surgeon as he noticed a change in his patient post-op & had to go back in to place a drain and fix with suture. Rep covers case today going step by step with removal process, noting previous surgeon that fired stapler did not do finger tight, but wrenched it down and also spun the knob to open all the way. Due to not seeing leak until 10 days post-op, no device available to send back as it was disposed of with no record of lot number. The patient consequence is they had to wash out patient and replace drain.